Event description:
Event description guidant received information that this lead was not implanted because the guidewire got stuck in the lead while the lead was in the patient. The lead and wire were safely removed from the patient. The guidewire was bent and could not be removed from the lead. When force was used to remove the wire it sheared a little bit. There was no patient injury.